Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the patient became fully dependent on impella support. An echocardiogram was performed to ensure proper placement. The impella rp inlet cage was noted to be at the level of the hepatic vein. Then, the patient started to have suction alarms on the lower levels of support. A chest x-ray demonstrated that the rp cannula had buckled, with the outlet cage no longer in the pulmonary artery but in the right ventricle instead. The patient continued to decompensate and spiral, until multiple rounds of cardio-pulmonary resuscitation (CPR) was initiated. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. The investigation for the reported positioning issue and pump stop has been completed. The impella device was not received from the customer. However, the data log was reviewed and that is when the pump stop was identified. Suction with a motor current spike was observed upon activation and within 30 minutes of support, a high motor current pump stop was observed. 1 hour into support a shift in placement signal was observed likely correlating with the reported positioning issues. The root cause of the positioning issue was most likely patient movement, and the root cause of the pump stop was not determined since the product was not returned. The failure modes will be monitored and trended. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers. This report is being filed as part of a retrospective review of historical records.